Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had ¿wireless module intermittent connection when the pole clamp capture bracket is attached.¿ per reporter, the pump operates until bracket is attached. The product fault occurred upon opening. The event happened at the hospital, and it was not reported to FDA. The issue was not resolved, and the steps taken to resolve the issue was to remove and reinstall pole clamp capture bracket. The device was out of box failure. There was no patient involvement, and no patient harm/adverse event was reported.